Manufacturer narrative:
The device was found to have a broken ground case wire inside the can. The open connection of this wire would cause the alert messages for possible output circuit damage.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
The device displayed an alert for possible output circuit damage. Two aborted shocks were observed. The hv impedance in the rv to can and svc to can was consistently high. The device was explanted due to the vt storm and battery being affected by the multiple charges.